Event description:
I had breast implanted in (B)(6) 2004. Mentor textured gel silicone 325cc. Although, I thought FDA approved in 2006. Not sure how my plastic surgeon able to do it. However, I was never given any warnings of the side effects from my plastic surgeon nor any info from the implant maker. I struggled with my illness since 2012 and none of the specialist could figure out what's wrong with me. Until (B)(6) 2016 when I found out my left implant had ruptured, and with the internet technology was able to figure out that it was my implants causing my health issue. I was diagnosed with autoimmune disease, connective tissue disease. Raynaud's phenomenon, muscle weakness, chronic joint, shoulders, hip stiffness and pain, fatigue, hives, anxiety, tingling sensation throughout my body. In (B)(6) 2016, explanted with capsulotomy and removal mammary implants and now hoping my immune system will recover. My mother had similar symptoms and died in 2012 from sudden idiopathic pulmonary fibrosis. There are so many other women that are suffering medical issues. These implant makers and plastic surgeons failed to warn women of these risks. They are consistently denied the serious side effects and harmful complications. They failed to conduct adequate long term follow through studies. They downplayed and under-reported due to inadequate sample size. Silicone implants contained 35+ chemicals and are not safe!